Event description:
The customer reported an air leak in the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing, service found the adhesive on the light guide lens was peeling off. This report is being submitted for the malfunction found by service during the device evaluation (adhesive peeling).

Manufacturer narrative:
Upon further evaluation, service observed a leak at the forceps channel, and the forceps mouthpiece was shaved. The electrical connector demonstrated fluid ingress. The bending angulation was insufficient due to stretching of the angle wire. Wrinkling was observed on the insertion tube, and the bending rubber adhesive was missing. Shadows were observed in the image. A stain that was difficult to remove was observed on the control section due to handling. The label on the control section was loose. The suction cylinder paint was peeling. Scratches were observed on the insertion tube, distal end cover, objective lens, control section, switch box, control section cover, up/down knob, up/down angle lock, right/left knob, right/left engage knob, grip, universal cord, universal cord protector, and scope connector, due to external factors.the investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors, or handling caused the defect. Olympus will continue to monitor field performance for this device.